Manufacturer narrative:
Based on the available info at this time, this event is deemed a misuse of the product due to the potential risk of harm to the patient. There were no reports of the patient being harmed as a result of this misuse. Should additional info become available, a f/u report will be submitted. This complaint involves eight devices, therefore a separate FDA form 3500a will be drafted for each device. Reported to the FDA on 01/21/2015. Manufacturing site: (B)(4).

Manufacturer narrative:
Add'l info was received on 01/23/2015. It was confirmed that water was leaking from the device. There were no reported adverse events from the eight patients using the device associated with the leaking water. It was also discovered that the incorrect email address was documented on the initial MDR that was reported to the FDA on 01/21/2015, MFR report # 1049092-2015-00044. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted. Reported to the FDA on 02/04/2015.

Manufacturer narrative:
Additional info was received on 07/22/2015. Third party manufacturer reviewed the routers that were used to manufacture lot # 14vm542271 and no discrepancies or deviations were noted outside the normal process parameters during manufacturing. The retain samples for this lot were inspected and they were found to be functional and non-defective. No previous investigations are available. After a thorough batch review, no discrepancies or deviations were found. There is not enough info to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should add'l info becomes available, a follow up report will be submitted. Reported to the FDA on 08/05/2015.

Event description:
The complainant reports the tubing is pulling away from the retention balloon and leaking.